Event description:
It was reported that the patient presented in-clinic for post-implant check. The patient underwent a chest x-ray during this time his arm was raised and complained of bilateral chest pain. Upon interrogation, the right ventricular lead exhibited high capture thresholds and low sensing; cardiac perforation was suspected. During the repositioning, the patient complained of pleuritic chest pain; minor effusion was suspected. An echocardiogram confirmed no effusion. The lead was successfully repositioned. Pain medication was administered and the patient was stable post procedure.